Event description:
Customer reported that on an unspecified date, approximately two weeks prior to calling customer service on (B)(6) 2014, the test did not start on his adc blood glucose meter after a sample was applied to a test strip inserted into it. It was further reported he was "dizzy and (his) pressure was high". Customer self-presented to a local healthcare facility's emergency room, was diagnosed with hyperglycemia and high blood pressure and treated with an unspecified amount of insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. Note: the date of the reported medical event is unknown. It should be noted: the test strips the customer was using expired on may 31, 2012. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The complaint is not confirmed.